Manufacturer narrative:
Product complaint #(B)(4). H3 investigation summary: the product was returned to ethicon for evaluation. One empty opened foil and one winding former with an used needle suture combination were received for analysis. Product code sxpp1b104. During the visual inspection of the sample, marks likely caused by a surgical instrument were noted on the needle. The suture was examined, and the weld of the first loop was found to be detached. However, this mode of failure was probably caused by excessive force applied. As part of our quality process, the manufacturing records of this lots-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as on what caused the reported complaint. The instructions for use do contain the following caution: for the device to function properly, the stratafix¿ spiral pds¿ plus device must first be anchored in robust tissue using the fixation loop. Then subsequently engage the barbs into the tissue in a standard closure pattern. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown surgery on an unknown date and barbed suture was used. During the procedure, it was reported by a sales rep that the loop had come off before use. Only one product was sent this time but five products had the same problem. (Discarded) it was not a control release needle. Another product was used to complete the case during the visual inspection of the sample, marks likely caused by a surgical instrument were noted on the needle. The suture was examined, and the weld of the first loop was found to be detached. However, this mode of failure was probably caused by excessive force applied. Further details are not provided from the hp. No adverse patient consequences were reported. Additional information was requested.